Event description:
It was reported on (B)(6) 2025, a patient presented with grade 4+ mixed tricuspid regurgitation (tr) and an enlarged atrium for a triclip procedure. There was difficulty visualizing the clip due to the patient's anatomy. One triclip xtw was deployed on the mid anterior and septal leaflet segments. Post-deployment, a single leaflet device attachment (slda) was observed. The clip detached from the anterior leaflet and remained attached to the septal leaflet. A second triclip xt was deployed on the commissural anterior and septal leaflet segments to stabilize the first clip and reduce tr to grade 2+. A third triclip xtw was deployed on the posterior commissure to further reduce tr. The final tr grade was 1+. Per the physician the slda was due to the patient's coaptation gap.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. All available information was investigated, and the reported single leaflet device attachment, as noted by the physician, is due to patient conditions (coaptation gap). Image resolution poor is related to patient and procedural conditions as difficulties visualizing the clip was reported due to patient anatomy. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.